Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, post-paced t-wave oversensing issue was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Upon review of the electro gram the presence of oversensing was confirmed. Programming changes were made. Patient was stable.